Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "misshaped and that it is slightly lower than her left, right nipple is also pointing differently, and right breast is also in quite a bit of pain due to the capsule contracture," baker grade unknown. Device remains implanted.